Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had cardiac arrest on (B)(6) 2026 that required cardiopulmonary resuscitation (CPR) and epinephrine (epi). The patient also had a run of ventricular tachycardia (vt) 2 hours later. Log files were submitted for evaluation. The event log file contained a cluster of low flow estimated as well as sustained low flow hazard events on (B)(6) 2026 between 6:39pm-6:44pm. During that time frame the log file contained multiple low flow hazard events with flow readings as low as 0.2lpm and calculated pulsatility index (pi) was elevated. These flow readings did not appear to be the result of any external equipment malfunction. Following the event the pump parameters normalized with clusters of pi events recorded. There were no unusual rotor faults, pump temperature, or any abnormal pump faults were seen in the log file. Based on the data visible in the log file the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically.